Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was admitted to the hospital due to an issue with the ms3 pump and a brand remodulin subcutaneous delivered at a continuous rate of 72ng/kg/min. No further details were provided.

Manufacturer narrative:
D9: device was not returned for evaluation. Unable to review previous repairs as no serial number was provided. Condition of device was unknown as device was not returned. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.